Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes chronic deep vein thrombosis (dvt). The indication for filter was a retroperitoneal hematoma secondary to coumadin. The filter was deployed at the l2-l3 junction. The patient tolerated the procedure well and was in stable condition. The report states that the filter subsequently malfunctioned including, but not limited to fracture, perforation of ivc, tilt and perforation into organs. Per the patient profile form (ppf), the patient reports fractured struts within the ivc, perforation of the ivc, and into organs. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation of inferior vena cava (ivc), tilt and perforation into organs. Information received per the medical records indicate that the patient has a long history of deep vein thrombosis. Recent to the index procedure, the patient had a retroperitoneal hematoma secondary to use of coumadin. The filter was deployed via the patient's right jugular vein. The glide wire passed down below the diaphragm; however, it would not pass the renal veins. Multiple attempts were made, but this route was terminated. The right groin was prepped and an attempt was made through the right femoral vein. The filter was placed at the l2-l3 junction. The patient tolerated the procedure well and was in stable condition. Information received per the patient profile form (ppf) states that the patient experienced fractured struts within the ivc, perforation of filter struts outside the ivc, and perforation of filter struts into organs. The patient continues to experience worry and anxiety. The patient became aware of the reported events approximately twelve years and nine months after the index procedure.